Event description:
It was reported that during an unknown procedure the staples were malformed after the firing and the staple line was curved. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload was noted to be a trt10, the reload was received unfired and with the swing tab in the unlocked position. It should be noted that trt10 reloads are design to work only with tlc10 devices. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.